Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the patient's tracheostomy cannula was changed on (B)(6) 2016. On (B)(6) 2016 the patient complained of dyspnea and the physical therapist found a leak in the cuff. The tube was removed and replaced. There was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled properly at the tube. An inflation/deflation test was performed using a syringe wherein 9 cc of air was applied to the cuff and it was observed the cuff held the air. The sample was left inflated 24 hours according to process instruction. After this time no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.